Event description:
It was reported that iol was well placed without tilt intra-op. The patient had a retinal detachment on pod27 and underwent repair on (B)(6) 22. On (B)(6) 2022 he was noted to have a tilted iol. On (B)(6) 23 he developed a recurrent retinal detachment and underwent complex retinal detachment repair and iol removal. The tilted (with "rotisserie"/twisted haptics) iol caused iridodialysis upon removal and added complexity and morbidity to the case. The patient was left aphakic under silicone oil and the prognosis is guarded.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release. The device has not been returned yet, thus a proper device analysis could not be completed. The customer stated there was no damage noted to the device during preparation for use, thus indicating a product quality issue did not contribute to the reported issue. Additionally, it was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy, lens placement technique, accessory device support, poor handling during folding and inserting.